Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had migrated out of the tube") and menorrhagia ("heavy bleeding during menstruation /abnormal bleeding (menorrhagia)") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included haemorrhage nos on (B)(6) 2013, menorrhagia on (B)(6) 2013, polymenorrhoea on (B)(6) 2013, inflammation on (B)(6) 2013 and squamous cell metaplasia on (B)(6) 2013. Previously administered products included for hypertension: hydrochlorothiazid and amlodipine. Concurrent conditions included hydrosalpinx since(B)(6) 2016 and hyperplasia. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("migration of essure device location of device: uterine cavity"). The patient was treated with surgery (bilateral removal of essure coils/hysterectomy with bilateral salpingectomy - total hysterectomy)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and device expulsion outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data provided for essure removal date: (B)(6) 2013 and (B)(6) 2016 (mr). Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : menorrhagia , pelvic pain. Most recent follow-up information incorporated above includes: on 16-jul-2018: pfs received - historical drug, historical condition were added. Added event migration of essure device location of device: uterine cavity. Updated event onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had migrated out of the tube") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding on (B)(6) 2013, menorrhagia on (B)(6) 2013, polymenorrhoea on (B)(6) 2013, inflammation on (B)(6) 2013 and metaplasia on (B)(6) 2013. Concurrent conditions included hydrosalpinx since (B)(6) 2016 and hyperplasia. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / pain"), menorrhagia ("heavy bleeding during menstruation /abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data provided for essure removal date: (B)(6) 2013 and (B)(6) 2016 (mr). Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : menorrhagia , pelvic pain. Most recent follow-up information incorporated above includes: on 27-apr-2018: events"abnormal bleeding (vaginal ) , abnormal bleeding menorrhagia), dysmenorrhea(cramping), pain " added from pfs, concomittant,historical condition reporter added from medical records. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the devices had migrated out of the tube') and menorrhagia ('heavy bleeding during menstruation /abnormal bleeding (menorrhagia)') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro insert and novasure ablation perform on same day". The patient's medical history included menorrhagia on (B)(6) 2013, inflammation on (B)(6) 2013, squamous cell metaplasia on (B)(6) 2013, haemorrhage nos on (B)(6) 2013, polymenorrhoea on (B)(6) 2013, abdominal pain and grand multiparity. Previously administered products included for hypertension: hydrochlorothiazid and amlodipine. Concurrent conditions included hydrosalpinx since (B)(6) 2016, hyperplasia, pelvic pain, abdominal pain, constipation, diarrhea, diverticulitis, colonic polyp, pelvic discomfort, adenomyosis and metaplasia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("migration of essure device location of device: uterine cavity"). The patient was treated with surgery (ablation and bilateral removal of essure coils/hysterectomy with bilateral salpingectomy - total hysterectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and device expulsion outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data provided for essure removal date: (B)(6) 2013 and (B)(6) 2016 (mr). Discrepancy noted in ablation procedure. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : menorrhagia , pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('one of the devices had migrated out of the tube') and menorrhagia ('heavy bleeding during menstruation /abnormal bleeding (menorrhagia)'). In a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro insert and novasure ablation perform on same day". The patient's medical history included: menorrhagia on (B)(6) 2013, inflammation on (B)(6) 2013, squamous cell metaplasia on (B)(6) 2013, haemorrhage nos on (B)(6) 2013, polymenorrhoea on (B)(6) 2013, abdominal pain and grand multiparity. Previously administered products, included for hypertension: hydrochlorothiazide and amlodipine. Concurrent conditions included: hydrosalpinx since (B)(6) 2016, hyperplasia, pelvic pain, abdominal pain, constipation, diarrhea, diverticulitis, colonic polyp, pelvic discomfort, adenomyosis and metaplasia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("migration of essure device location of device: uterine cavity"). The patient was treated with surgery (ablation and bilateral removal of essure coils/hysterectomy with bilateral salpingectomy, total hysterectomy)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation and device expulsion outcome was unknown. And the menorrhagia, pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data provided for essure removal date: (B)(6) 2013 and (B)(6) 2016 (mr). Discrepancy noted, in ablation procedure. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: event: "essure micro insert and novasure ablation perform on same day" was added, reporter information and date of insertion were updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had migrated out of the tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (surgical removal of device). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menorrhagia and pelvic pain outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015, she underwent a total hysterectomy and bilateral salpingectomy. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.